Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received an unexpected restart alarm. Customer's blood glucose was 75 mg/dl. Alarm history also showed a signal too low alarm. Customer reported that insulin pump was not stored or not in use for an extended period of time. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to faulty component on the interface board. No 17 alarms noted. However, the insulin pump was received with operating currents within specifications and passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted.